Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
The stryker sales rep reported that whilst using the trident flexible drill driver with a 3.3mm 25mm drill bit, the surgeon breached the acetabular cortex. Blood began to ¿leak¿ into the acetabulum, at which point the surgeon requested surgical and made the anesthetist aware of the situation. After using surgical, and implanting a screw into the relevant drill hole, the oozing/bleeding appeared to subside. The anesthetist continued to monitor the patient¿s blood pressure and other vital signs, which from what the rep believes heard remained normal throughout the operation. The patient will be closely monitored in recovery for the next few hours.